Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl), 133 mg/dl, and 105 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.